Manufacturer narrative:
The failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The PICC was placed on 6/17. Catheter was trimmed to 26cm and placed in rt saph, with 24cm inside the patient. The catheter was readjusted to have 22.5cm inside the patient. On 6/22, swelling was noted at the knee. The catheter was removed. Flushing of catheter after removal showed it to be leaking. A piv was placed until a new PICC could be. No apparent harm to patient.

Event description:
The PICC was placed on (B)(6) 2017. Catheter was trimmed to 26cm and placed in rt saph, with 24cm inside the patient. The catheter was readjusted to have 22.5cm inside the patient. On (B)(6) 2022, swelling was noted at the knee. The catheter was removed. Flushing of catheter after removal showed it to be leaking. A piv was placed until a new PICC could be. No apparent harm to patient.

Manufacturer narrative:
The complaint was forwarded to our catheter supplier vygon gmbh for evaluation. The investigation summary is as follows. The nutriline twinflo catheter was received for inspection. It was blocked with a brownish substance. After soaking in warm water, it was able to be rinsed and no leak was detected. Microscopic examination did not reveal any defect. No abnormalities were found during batch history records review. This is the second complaint received for this batch number and the 13th complaint regarding catheter leakage within the last 3 years, but none were manufacturing related. As each catheter is leak and flow tested before packaging, we do not believe that this is due to a manufacturing defect.